Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The device was received in the original but open packaging. All the parts were present and correctly assembled according to the drawing. A fracture on the edge of the cap was evidenced. The claimed defect was verified through the visual inspection. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This issue was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.